Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp to see if there is still water in the machine or not. The fse found that there was no water left in the machine and tested the operation of the machine by connecting the trainer and a balloon cable to the machine. The device can be used normally, but the battery needs to be charged because the battery is running low. The iabp was cleared for clinical use and returned to the customer. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that, the cs100 intra-aortic balloon pump (iabp) unit had water leaking onto it from the ceiling. There was no patient involvement.